Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer failure. The customer stated that this malfunction occurred while dispensing the medication, and the user managed to get the medication from another station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed even after a reboot. The field service engineer (fse) found the drawer functioning properly with no issues. The customer was able to remove medications and successfully tested the drawer. The customer verified the fix. The system functioned as intended before the field service engineer investigated the device.